Event description:
It was reported that the patient began rewarming at 18:36 for 6 hours and should now be at 36.5c, but pt1 (patient temperature measurement) showed 35c using esophageal probe, pt2 (patient temperature measurement) was 32.4c and water flow rate was 0.8 l/m on the arctic sun device. Rewarm rate 0.25c/hr. Trend indicator shows one bar trending upward. Mis discussed about trend and the fact that water temperature was warm. Nurse noted that it had consistently stayed warm, but patient temperature did not seem to be moving from 35c. Mis discussed about adding rolled blankets to the sides and nurse confirmed they have a z flow mattress that was helping with that coverage. Mis encouraged nurse to turn on radiant warmer and consult team as the delay in warming appears to be patient related. Nurse noted that with water temperature staying high consistently nurse might receive alerts regarding warm water exposure. Mis explained these were safety alerts meant to encourage diligent skin checks according to the hospital protocol.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was that the water flow rate was inadequate to transfer optimal energy. However, this could not be confirmed. The serial number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient began rewarming at 18:36 for 6 hours and should now be at 36.5c, but pt1 (patient temperature measurement) showed 35c using esophageal probe, pt2 (patient temperature measurement) was 32.4c and water flow rate was 0.8 l/m on the arctic sun device. Rewarm rate 0.25c/hr. Trend indicator shows one bar trending upward. Mis discussed about trend and the fact that water temperature was warm. Nurse noted that it had consistently stayed warm, but patient temperature did not seem to be moving from 35c. Mis discussed about adding rolled blankets to the sides and nurse confirmed they have a z flow mattress that was helping with that coverage. Mis encouraged nurse to turn on radiant warmer and consult team as the delay in warming appears to be patient related. Nurse noted that with water temperature staying high consistently nurse might receive alerts regarding warm water exposure. Mis explained these were safety alerts meant to encourage diligent skin checks according to the hospital protocol.